Manufacturer narrative:
H6: investigation summary: this statement is to summarize the investigation results regarding your complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor ce (material # 256089), batch number 1010086. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends. CAPA 1878253 has been initiated. H3 other text: see h10.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. The customer stated they are testing asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. The customer stated results were not reported out so there was no report of patient impact. Eua#: (B)(4).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. The customer stated they are testing asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. The customer stated results were not reported out so there was no report of patient impact. Eua#: (B)(4).